Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The pad-pak was removed and reinstalled on four occasions for periods of up to 4 months. Multiple manual power ups, mainly of 10 minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.